Manufacturer narrative:
(B)(4). This complaint is related to MDR#1828100 2015 00711, this is the same device serial number, eoe error on side b, on a second case, later in the evening on the same day. During troubleshooting activities, the biomedical engineer was able to reproduce the eoe error code on side b of the heater/ cooler.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, there was a "e0e" error on the b-side of the heater cooler unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
The user also experienced problems with heating the heater cooler unit.

Manufacturer narrative:
(B)(4). The field service representative (fsr) confirmed the reported issue. The fsr replaced the mixing valve according to the notice of field correction (nfc) and completed preventive maintenance (pm) successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.